Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the stickers of the intermittent catheter were not central. The stickers were off to one side. It was also stated that the holes in the case were not fully punched through . Therefore the intermittent catheters were very fiddly to use. As per follow-up information received on 22jun2022, it was stated that the holes refers to the drainage eyelets.

Event description:
It was reported that the stickers of the intermittent catheter were not central. The stickers were off to one side. It was also stated that the holes in the case were not fully punched through . Therefore the intermittent catheters were very fiddly to use. As per follow-up information received on 22jun2022, it was stated that the holes refers to the drainage eyelets. Per follow-up information received on 28jul2022, customer stated that the quality had deteriorated over the many years (9 years) while using these catheters. It was stated that the holes were not fully cut through, so the customer had to pull away before being able to open. The customer had issue with the way they were packaged into the box where the stickers are fastening onto each other (pcn 73614 and pcn z634). The stickers were moving up towards the holes and/ or to the side making it difficult to hang for easy removal (pcn 73614 and pcn z634). The force and unevenness being put into the box caused the stems to be bent and distorted, so much it gave discomfort to use, and the customer had to throw them away after causing bleeding from their bladder (pcn 73614 and - pcn z634). These issues had been happening for both the 14 size and 16 size catheters. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿improper/inadequate maintenance¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "for urological use only. Intended for use by patients for bladder management including urine drainage, collection and measurement. The devices are passed to the urinary bladder via the urethra. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/precautions and adverse reactions. This is a single use device. Do not resterilize. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. 1. Wash your hands thoroughly with soap and water. 2. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. 3. Wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 4. Peel open the pack at the funnel/handle end just enough to expose 5 cm (2¿) of the catheter, or for products with an insertion sleeve, expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. 5. Wash the area around the meatus before catheterizing. 6. Wash your hands again. 7. Using the catheter with insertion sleeve (gripper): a. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. B. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. C. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Advance the catheter until urine starts to flow. Without insertion sleeve (gripper): a. Hold the handle/funnel end and remove the catheter from the packaging. B. Gently pass the tip of the catheter into your urethra and advance the catheter until urine starts to flow. 8. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. 9. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.